Event description:
Per pt, in middle of infusion, pump made loud noise and stopped. Pt was able to finish infusion by manual push [in past, similar situation happened and rph directed pt to do manual push step by step]. Sending new pump. No missed dose, unk if adverse event happened. Unknown if pt has defective device for return to MFR.. Serial number unknown. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.